Event description:
The patient reportedly received an infiltration of unknown fluid causing the face, back, and chest to swell slightly. The infusion was stopped and the cause of the infiltration was corrected. The pump was removed from service, and the infusion was restarted using a different pump. No medical intervention or patient injury occurred.